Event description:
It was reported that the patient presented with alarms that occurred on (B)(6) 2022. The patient stated that when they connected to the mobile power unit they began to alarm. The patient then unplugged the mobile power unit a few times during troubleshooting. It was noted that the patient's batteries were due to be changed, but the alarms were not associated with that. The cause for the alarms was not known. Log file analysis captured intermittent low voltage/no external power alarms on (B)(6) 2022 at 9:45 pm - 10:04 pm. These events appeared to have occurred due to depleted batteries in-use/normal battery depletion. There was no interruption in pump support during this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory/hazard alarms and no external power alarms was confirmed via analysis of the submitted log file. The log file contained approximately 19 days of data (B)(6) 2022 per the timestamp). The log file captured intermittent low voltage advisory/hazard and no external power alarms on (B)(6) 2022 from 21:43:22 to 22:07:01 while connected to the mobile power unit (mpu). The low voltage advisory alarm first activated due to the patient incorrectly connecting the white power cable on the black mpu connector and vice versa, this is indicated by the relative state of charge (rsoc) voltage going to 1.4 volts in both power cables without any power source exchanges; the expected rsoc voltage should measure approximately 12.8 volts when the controller is properly connected to the mpu. During these events, the mpu still supplied external power to the system without issue. Although the serial number of the mpu is not known, this alarm condition was removed in software version 1.02 and higher. The intermittent no external power and low voltage hazard alarms then activated due to the user disconnecting and re-connecting the mpu from ac power several times as an attempt to resolve the alarms, per the reported information; however, the voltages captured during these events indicated that the patient continued to re-connect the white power cable on the black mpu connector and vice versa when re-connecting to the mpu. The alarms were resolved when the controller was connected to a 14v battery shortly after 22:07:01. The system controller backup battery supplied power to the system and pump function was not affected during the losses of ac power. The mobile power unit was not returned for evaluation. The root cause of the reported event was determined to be the system controller power cables being incorrectly connected to the opposite connectors on the mpu; the black power cable was connector to the white mpu connector, and the white power cable was connected to the black mpu connector. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 3 , entitled "powering the system", explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources, including the mpu and state to connect the white power cable to the white connector and the black power cable to the black connector. Heartmate ii instructions for use (IFU) section 6, entitled patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.